Manufacturer narrative:
Bayer case number: (B)(4). Pain for 10 years [pelvic pain female] complicated life [activities of daily living impaired] impatience [impatience] tingling [tingling] memory loss [memory loss] weight gain [weight gain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-jul-2025. The most recent information was received on 17-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain for 10 years") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), loss of personal independence in daily activities ("complicated life"), impatience ("impatience"), paraesthesia ("tingling") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2024. At the time of the report, the loss of personal independence in daily activities, impatience, paraesthesia, amnesia and weight increased had not resolved. The outcome of pelvic pain was unknown. No causality assessment was received for essure with regard to pelvic pain, loss of personal independence in daily activities, impatience, paraesthesia, amnesia or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pain for 10 years [pelvic pain female], complicated life [activities of daily living impaired], impatience [impatience] , tingling [tingling] , memory loss [memory loss] , weight gain [weight gain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain for 10 years") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), loss of personal independence in daily activities ("complicated life"), impatience ("impatience"), paraesthesia ("tingling") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2024. At the time of the report, the loss of personal independence in daily activities, impatience, paraesthesia, amnesia and weight increased had not resolved. The outcome of pelvic pain was unknown. No causality assessment was received for essure with regard to pelvic pain, loss of personal independence in daily activities, impatience, paraesthesia, amnesia or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4), pain for 10 years [pelvic pain female], complicated life [activities of daily living impaired] , impatience [impatience] , tingling [tingling] , memory loss [memory loss], weight gain [weight gain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2025. The most recent information was received on 14-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain for 10 years") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), loss of personal independence in daily activities ("complicated life"), impatience ("impatience"), paraesthesia ("tingling") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2024. At the time of the report, the loss of personal independence in daily activities, impatience, paraesthesia, amnesia and weight increased had not resolved. The outcome of pelvic pain was unknown. No causality assessment was received for essure with regard to pelvic pain, loss of personal independence in daily activities, impatience, paraesthesia, amnesia or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jul-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.